Event description:
It was reported that the patient had a sudden drop in pump flow and had a low flow alarm. Log files were sent for review. The patient had severe terminal heart failure. Since implantation, untimely alerts of the right ventricular assistance occurred several times a day while the device seemed to work correctly. A few days before the incident, the patient had secondary syncope to a low cardiac output signaled by an alarm from the device which revealed a proximal thrombus of the right ventricular outflow cannula. The patient was put on heparin therapy at a curative dose. 4 days later, the patient was treated for cardiogenic shock due to thrombosis of the left ventricular assistance device. During fibrinolysis, the patient's condition deteriorated suddenly and required the establishment of ECMO. Additional information was provided that the patient expired because their left sided heartmate 3 pump stopped. The patient cardiac arrested, and extracorporeal membrane oxygenation (ECMO) was implanted but they had no flow for 11 minutes. The outcome was considered to be device related. The death was considered to be device related because the pump stop was related to thrombosis. The device did not operate as expected and was not to return for evaluation. Computed tomography images were not available. There were no changes to patient condition or anticoagulation status that may have contributed to the thrombus. It was also noted that there were no changes to pump parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a thrombus in the outflow cannula could not be confirmed since no images were submitted for review, and the device was not returned for evaluation. Evaluation of the submitted log files confirmed persistent low flow alarms on the reported event date of 06sep2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The hm 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) and the hm 3 lvas patient handbook (rev. G) are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and death as adverse events that may be associated with the use of the hm 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.